Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was in good condition.